Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information. B2: death date was estimated. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of anticoagulant class on long-term bioprosthesis durability following transcatheter aortic valve replacement", was reviewed. This research article is a prospective single-center experience to evaluate the effect of oral anticoagulation (oac) class on bioprosthetic valve durability. The devices included in this study were edwards sapien, sapien xt, sapien 3, sapian 3 ultra, corevalve, evolut fx, evolut r, evolut pro, accurate, accurate neo2, and portico. The article concluded that no significant differences were observed between vitamin k antagonists (vkas) and direct oral anticoagulant (doacs) on valve durability outcomes. [The primary and corresponding author was josep rodes-cabau, quebec heart & lung institute, laval university, quebec city, qc, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca.]. This study included patients under oac undergoing transcatheter aortic valve repair (tavr) from 01 may 2007 to 31 january 2024 who were alive at 1-year. A total of 264 patients were included in the study, of which an unknown amount obtained an abbott device. The average age was 80 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, coronary artery disease, and chronic kidney disease.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes, coronary artery disease, and chronic kidney disease. Complications reported included stroke, myocardial infarction, bleeding, unexpected medical intervention, hospitalization, death; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. B3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "impact of anticoagulant class on long-term bioprosthesis durability following transcatheter aortic valve replacement", was reviewed. This research article is a prospective single-center experience to evaluate the effect of oral anticoagulation (oac) class on bioprosthetic valve durability. The devices included in this study were edwards sapien, sapien xt, sapien 3, sapian 3 ultra, corevalve, evolut fx, evolut r, evolut pro, accurate, accurate neo2, and portico. The article concluded that no significant differences were observed between vitamin k antagonists (vkas) and direct oral anticoagulant (doacs) on valve durability outcomes. [The primary and corresponding author was josep rodes-cabau, quebec heart & lung institute, laval university, quebec city, qc, canada, with corresponding e-mail: josep.rodes@criucpq.ulaval.ca.]. This study included patients under oac undergoing transcatheter aortic valve repair (tavr) from 01 may 2007 to 31 january 2024 who were alive at 1-year. A total of 264 patients were included in the study, of which an unknown amount obtained an abbott device. The average age was 80 years. The majority gender was male. Comorbidities included hypertension, dyslipidemia, diabetes, coronary artery disease, and chronic kidney disease.